Manufacturer narrative:
Conclusions: manufacturing related.

Event description:
An endurant ii stent graft system was planned to be implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that another manufacturer¿s bifurcate was implanted. It was reported that the physician tried to implant an endurant 16x10x199 on the contralateral side; however, was unable to pull the outer sheath (graft cover) back even after the physician rotated the external slider for a whole turn, thus the leg could not be deployed. The delivery system was removed. The procedure was completed successfully. No clinical sequelae were reported and the patient has recovered.

Event description:
Evaluation summary: the event was confirmed; there was difficulty deploying the stent graft. The root cause of the event could not be conclusively determined. It was noted that the proximal side of the stent graft compressed as the graft cover was retracted; this is likely due to the lower packing density of the proximal side of the stent graft versus the distal side. In addition, the damage to the distal end of the graft cover may have contributed.

Manufacturer narrative:
(B)(4).